Manufacturer narrative:
(B)(4). This report is for a use error which resulted in air in the abdomen. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted.

Event description:
A peritoneal dialysis patient experienced air in the abdomen while performing automated peritoneal dialysis (apd) therapy. The event was manifested by abdominal pain. The cause of the event was a use error further described as the patient was rushed and did not complete the prime. The patient was treated in the emergency room with unspecified pain medication (drug name, dose, route, frequency, and duration not reported) for abdominal pain and air in abdomen and sent home. Action taken with apd therapy at the time of the reported event was not reported. At the time of this report, the patient had recovered from the event. It was not reported if the patient was retrained on proper apd techniques. No additional information is available.